Event description:
A customer contacted stryker to report that their device would not longer operate. As a result, the device would have been in a lock up condition and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A third party service agent performed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not longer operate. As a result, the device would have been in a lock up condition and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The system pcb assembly was further evaluated and the reported issue was verified. It was observed that 2 pins of connector p2 of the flex cable, w04, were bent pressed together against opposite pins. The cause of the reported issue was determined to be due to the system pcb assembly and w04 flex cable. The isolated parts were archived by stryker.

Manufacturer narrative:
The cause was determined to be due to the system pcb assembly. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not longer operate. As a result, the device would have been in a lock up condition and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.